Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occured. Customer would clear the alarm and resume insulin therapy. Customers blood glucose (bg) was high with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by manual insulin therapy. Customer went to the emergency room and was subsequently admitted to the ICU. Customer reported she had nerve damage. Customer received treatment of intravenous fluids of saline and insulin. Treatment resolved the issue and no permanent damage. Customer was release on (B)(6) 2021.